Event description:
It was reported that the pump exhibited a beep and that the pump stopped following a syringe change. The patient¿s subcutaneous site to the right arm was accidentally pulled out. The patient was able to place a new tubing and successfully continue with therapy. Current dose at 0.02 ml/hr. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Serial number, UDI, catalog number, model number, 510k, manufacturing date are unknown device has not been returned to manufacturer.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the printed wire assembly board not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided so a service history review was not able to be performed.